Manufacturer narrative:
Investigation - evaluation: a review of the device history record, documentation, drawing, instructions for use, manufacturing instructions, quality control, specifications, as well as a visual inspection of the actual device and dimensional verification was completed during this investigation. The manufacturing documents in place at the time of manufacture were reviewed and it was found that the device aspect in question was visually inspected by quality control and no notable gaps in production or processing controls were noted. The risk specification for this product includes the failure mode of incompatibility between the stylet and the cannula and identifies that multiple risk controls are in place to mitigate the risk of this type of failure. The device history records were reviewed and no non-conformances were found. A complaint history search revealed this to be the only complaint reported for associated lots at the time of investigation. An opened, unused product was returned. Measurements of the needle and cannula were performed and it was found that the device was manufactured to specification. The reported failure could not be duplicated. With the provided information, the root cause of the failure is unknown. A quality engineering risk assessment determined that no additional actions are required at this time. We will continue to monitor for similar complaints.

Manufacturer narrative:
The 510k # - k973565. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that, prior to patient contact, the needle in the quick-core coaxial biopsy needle set would not pull out of the cannula. The operator employed another new device to finish the procedure successfully, with not further complications reported. The customer confirmed that no adverse effects occurred as a result of the product issue. The product was received for evaluation; however, as of the date of this report, the investigation is still pending.